Manufacturer narrative:
During inspection and testing of the returned device, service observed scope error e315, due to fluid ingress and corrosion of the electrical connector. In addition, the control section demonstrated fluid ingress, and switch #1 was damaged and leaking. The bending tube was cracked, the light guide tube was cracked, and the protector demonstrated deterioration due to chemical stress from the cleaning, disinfecting, and sterilization (cds) processes over time. The scope cover was worn, and scratches were observed on the adjustment ring and grip. The scope cover had a stain, and the switch box was discolored, due to the cds processes over time. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The user facility reported that scope error code e315 occurred with the subject device. The issue was observed during reprocessing. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to a leakage while the user was handling the device - then water invasion of the connector led to an abnormality of electrical parts. The user can detect the suggested event properly by handling the device in accordance with the following instructions for use (IFU): "·inspection of the endoscopic image" the user may reduce/prevent occurrence of the suggested event in accordance with the following IFU: "·do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, controlsection, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.